Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, "an indirect hernia was identified in right inguinal region. The hernia sac was dissected. A perfix plug (device 1) was placed inside the indirect defect and was sutured. A patch was then placed to pubic tubercle and was sutured." (B)(6) 2008 - patient was diagnosed with recurrent right inguinal hernia, thereby underwent laparoscopic repair with partial explant of perfix plug (device 1), implant of 3dmax mesh (device 2). Per op notes, "the perfix plug (device 1) was exposed through a fascial defect in right inguinal region. The detached piece of perfix plug (device 1) was excised and the recurrent fascial defect was repaired by placing a 3dmax mesh (device 2) and was tacked." (B)(6) 2018- patient had bilateral abdominal pain, hernia pain.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2008) is considered to be a best estimate. This emdr represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.